Event description:
Caller reported a cartridge alarm during the load process, which did not adversely impact the customer¿s blood glucose level. The issue persisted as the cartridge alarm recurred, preventing the caller from resuming insulin therapy. Customer technical support advised the caller to wait until prompted to remove the cartridge and educated them on other operational details, such as putting the pump into storage mode and programming the replacement. Cts decided to replace the pump, as it was still under warranty, and sent a replacement with updated software. The caller was instructed to return the faulty pump within 10 days using a pre-paid label to avoid charges and to use mdi as a backup therapy in the meantime.